Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens could not be implanted with the injector because the haptic tore off. The procedure was delayed ten minutes and there was no pt harm.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).